Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, according to the results, the endovascular treatment for juxta-renal abdominal aortic aneurysm(j-aaa) is safe and effective.

Event description:
Article received: gallitto, e. E. (2019). The endovascular treatment of juxta-renal abdominal aortic aneurysm using fenestrated endograft: early and mid-term results. The journal of cardiovascular surgery, pp. 237-44. Purpose: the aim of the present study was to evaluate the early and mid-term results of the endovascular treatment of juxta-renal abdominal aortic aneurysms (j-aaa) using fenestrated endograft (fevar). Method: between 2008 and 2013 all consecutive patients underwent fevar for treating j-aaa were prospectively collected in a database. Per the article deaths occurred within the study period.